Manufacturer narrative:
Evaluated one open and used reservoir only (transfer guard not returned). Performed pre-fill reservoir test using a new lab transfer guard. Found reservoir no leakage anomaly during filling ( no physical or cosmetic damage). (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had leak at the o-rings. Customer¿s blood glucose level was 141 mg/dl. Customer stated that the reservoir was discarded. Customer was advised to return the reservoir for analysis. The reservoir will be returned for analysis.